Event description:
It was reported that a hemodialysis (hd) patient experienced a dialyzer reaction while utilizing the fresenius fx coral fx60 dialyzer. This patient was asymptomatic with vital signs within normal limits at the start of the hd treatment. The treatment was started on (B)(6) 2025 utilizing the fresenius fx coral fx60 dialyzer. Approximately one hour into the treatment, the patient experienced nausea, vomiting, chills, general malaise and a desaturation in o2. The patient¿s spo2 was 89%. Ultrafiltration (uf) was suspended. The patient was reinfused. The dialysis session was terminated early. Low flow o2 was administered. The patient was given half a vial of tavegyl (volume not provided). The patient showed progressive improvement of symptoms. A check of inflammatory indices was performed, and a blood culture was obtained based on the patient¿s symptoms of chills (no results provided). An ECG and measurement of ige concentration was also conducted with no results provided. The dialyzer was replaced (manufacturer and type not provided) at the patient¿s next hd treatment (date unknown). No complaints were found. It is unknown if this was the patient¿s first hd treatment. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Investigation: no sample. The event is addressed in instruction for use (IFU) and label. The cause for the failure reported cannot be confirmed based on the current information. Batch record investigation showed products have been inspected according to inspection protocol and found conforming to specifications. No indication for any link with the reported failure mode has been found during the review. The rinsing and sterilization parameters have been checked, no deviations from the specification were found. Clinical: there is a temporal and likely causal relationship between the fx coral fx60 dialyzer and the patient¿s reaction as the reaction was reported to have occurred one hour into the start of treatment. Although rare, hypersensitivity or anaphylactoid reactions to dialyzers are a known risk during hemodialysis. Exposure of the patient¿s blood to a foreign substance in the extracorporeal circuit is the result of an immunoallergic response. Per the IFU, hypersensitivity reactions may cause mild to severe signs and symptoms. The IFU states that with severe hypersensitivity reactions, dialysis must be discontinued and aggressive first line therapy for hypersensitivity reactions must be initiated. Blood from the extracorporeal system should not be returned to the patient in cases of hypersensitivity reactions. There is no evidence of product deficiency or malfunction, but rather a bio-incompatibility between the patient and the membrane material. This is supported by the patient¿s transition to a new dialyzer resulting in no reported reactions. Although there is no allegation or evidence of a product malfunction or deficiency the dialyzer cannot be excluded as causing or contributing to the patient¿s adverse event.

Manufacturer narrative:
Additional information received in a1, b3, b5, and b6.

Event description:
Additional clinical information received states that on (B)(6) 2025, it was reported that a hemodialysis (hd) patient experienced a dialyzer reaction while utilizing the fresenius fx coral fx60 dialyzer. This patient was asymptomatic with vital signs within normal limits at the start of a three hour and thirty-minute scheduled hd treatment. The patient¿s vitals were ambulatory blood pressure (abp) 139/41mmhg and heart rate 65 beats per minute (bpm). The treatment was initiated at 1:25pm on (B)(6) 2025 utilizing the fresenius fx coral fx60 dialyzer. Approximately one hour into the treatment, the patient experienced general malaise, nausea, vomiting, and chills. The patient¿s abp was 90/71mmhg with a hr of 76 bpm. The patient had a desaturation up to 89%. The patient was administered o2 at 1l/min via mask for approximately 30 minutes. Additionally, due to a suspicion of allergic reaction, the patient was administered one half vial tavegyl 2mg/2ml. The patient required an ige assay which resulted in 11.9 ku/l. Ultrafiltration (uf) was suspended. The patient¿s blood was reinfused. The dialysis session was terminated early at 2:48pm. No fever was detected. No hospitalization was required. This was the patient¿s second treatment reaction. The initial reaction was experienced on (B)(6) 2025. The dialyzer was replaced (manufacturer and type not provided) at the patient¿s next hd treatment.